Event description:
It was reported that upon opening the cement, powder was busted. The event occurred on eight product. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Evaluation of returned device found that the inner pouch sealing was opened. The review of the device manufacturing quality record indicates that (B)(4) products biomet bone cement 1x40g, reference 3035890011, lot number a447bk1003 were manufactured on 11 may 2015. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. No other similar complaints have been recorded for biomet bone cement 1x40g, reference 3035890011, lot number a447bk1003 on the reported event within one year. According to the available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Device history records (DHR): the review of the device manufacturing quality record indicates that biomet bone cement 1x40g, reference 3035890011, lot number a447bk1003 were manufactured on 11 may 2015 according to the pre-defined specifications of biomet france. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. According to available data, the most probable root cause is due to packaging issue (sealing process).corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the packages leaked. The event occurred with 8 products between (B)(6)2019 and (B)(6) 2019.